Event description:
A malfunction was reported by the customer, as indicated by a specific error on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump with the assistance of technical support and was instructed to continue using the pump, with a reminder to call back if any malfunction recurs.